Manufacturer narrative:
Additional information: h4 and h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution sets backflowed. The device was used in conjunction with a spectrum infusion pump and a non-baxter secondary set. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.